Manufacturer narrative:
Software data logs were received by the manufacturer on (B)(4) 2014 for further eval. The user facility's biomedical engineer (biomed) will be repairing the unit.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was an error message "system could not charge batteries properly" on the perfusion system. The device was not changed out, as the customer used the unit to finish the case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per add'l info from the clinical review on (B)(4) 2014, this is an indication of a power supply issue that could impact the charge level of the battery. The perfusionist (ccp) finished cpb with no issue, and contacted the manufacturer after the procedure was completed, as instructed in the operator manual.